Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient implanted for non-malignant pain and post lumbar laminectomy syndrome. The patient reported that they randomly experience a shocking sensation where their leads connect to the implantable neurostimulator (ins). They stated that the shocking does not occur during charging. The patient mentioned that it is a sharp stabbing pain which they would describe as a shocking sensation. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the shocking at the lead connection site to the implantable neurostimulator was not determined. The patient could not be specific when he felt the sensation, so the patient was asked to report again when he felt the sensation. No further actions have been taken to try and resolve the shocking sensation. The issue had not been resolved at the time of the report. There were no further complications reported.